Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: unfortunately, my colleagues handed me the instrument as defective, stating that it no longer worked properly and needed to be replaced. I therefore assumed that a cable must have broken and described this in the return request. Of course, I cannot make any precise statements about the defect, as I would have to examine the instrument myself, which would jeopardize the refund. I also assume that my colleagues would not replace an instrument intraoperatively without good reason.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.77 mm offset at the tips. The grips were not found to have cracking damage. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.